Event description:
It was reported that the customer experienced high blood glucose readings despite several set changes. Customer stated that his blood glucose readings were high and has treated with 5 units by manual injection. Air bubbles were noted in the tubing. Troubleshooting was performed and the drive support cap and all settings appeared to be normal. High pressure test was also performed and passed. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.